Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic banding procedure for treatment of the esophageal varices. The clinician noted that the bands of the speedband superview super 7 multiple ligator had slid off the varices. The pt continued to bleed and was subsequently treated via injection to the varices. Additional information provided by the clinician indicated that the pt was then sent for a transjugular intrahepatic portosystemic shunt (tips) procedure where the pt was noted to have suffered a cardiac arrest. There is no further information available. Should any additional relevant information become available a supplemental medwatch report will be submitted.

Manufacturer narrative:
The complainant indicate that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause of this event at this time. Our directions for use outline appropriate placement, access and maintenace procedures.